Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a loose connection with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to a loose connection as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the blood transfer device hub connection came loose during use after changing the package. The following information was provided by the initial reporter, translated from japanese to english: "customer complained the connection became loose after changing the package. The issue occurred 2-3 times out of 198 products."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood transfer device hub connection came loose during use after changing the package. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer complained the connection became loose after changing the package. The issue occurred 2-3 times out of 198 products."